Manufacturer narrative:
A bci field service engineer (fse) replaced the cartridge chemistry sample mixer wash station insert. Fse verified fluid flow, aligned the mixer to the wash station, and verified proper unit operation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the sample mixer wash station leak on the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.